Manufacturer narrative:
Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachments: article: single-center experience with jeti aspiration thrombectomy for acute and subacute lower limb ischemia presentation: single-center experience with jeti aspiration thrombectomy for acute and subacute lower limb ischemiana.

Event description:
It was reported through a research article, identifying the jeti all in one peripheral thrombectomy device, that the device may be related to the following; re-hospitalization, amputation, embolization, access site hematoma and acute kidney injury. It was reported that the jeti all in one peripheral thrombectomy device was used to remove thrombus in the lower extremities. Successful outcome was defined as >50% removal of the clot burden from the target artery. There were 20 procedures (74%) that required additional intervention (open thrombectomy, angioplasty and stenting). Of these 20 patients, 15 had technical success after intervention. Of the remaining 5 patients, 1 patient required an open infrainguinal bypass and 4 patients did not achieve inline flow to the foot. The adverse patient effects included: re-hospitalization within 30 days, major limb amputation within 30 days (4 patients), distal embolization (1 patient), access site hematomas (2 patients), compartment syndrome (2 patients), infrainguinal bypass (1 patient) and acute kidney injury not requiring dialysis (4 patients). Of the 4 patients requiring amputation, 2 amputations were performed as a result of unsuccessful recanalization (1 for severe gangrene despite inline flow and 1 for missed compartment syndrome). The article concludes that success of the jeti to remove the targeted clot was 85%. The jeti peripheral thrombectomy device is an efficacious and safe tool for use in the treatment of acute lower extremity ischemia (alei). There was no device malfunction reported with the use of the jeti all in one peripheral thrombectomy device. No additional information was provided. Please see attached article 'single-center experience with jeti aspiration thrombectomy for acute and subacute lower limb ischemia' and presentation 'single-center experience with jeti aspiration thrombectomy for acute and subacute lower limb ischemia' for additional information.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records and complaint history could not be conducted because the part and lot numbers were not provided. The patient effects of hematoma and embolism are listed in the all in one peripheral thrombectomy system instructions for use (IFU), as possible adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of hematoma and embolism and the relationship to the product, if any, cannot be determined. The unexpected medical intervention and surgical intervention were related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.